Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year, 13 days. The evaluation of the returned lvad identified the presence of thrombus inside the pump. The explanted pump was returned assembled. The driveline was severed approximately 12 inches from the pump housing. The severed portion of the driveline was not returned. All parts of the sealed inflow conduit were returned. The sealed outflow graft, outflow graft bend relief, bend relief collar, and outlet elbow were returned. Examination of the disassembled pump revealed an acutely developed, fixed, ring-like thrombus formation surrounding the inlet bearing ball. The thrombus appeared to have formed in laminated layers and contained areas of denaturation, indicating that the thrombus developed on the inlet bearing over an undetermined amount of time while the pump was supporting the patient. Although a root cause for the development of this deposition and the duration for which it was present within the device could not be conclusively determined, it was minimally obstructing the blood flow path and was unlikely to have contributed to a flow or functional issue. The remainder of the pump¿s blood-contacting surfaces did not reveal any additional depositions or thrombus formations. Upon removal of the deposition, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Examination and electrical continuity testing of the portion of the driveline extending from the pump housing did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Thrombus and hemolysis are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient received a heart transplant on (B)(6) 2017. There were no device issues reported, and there were no associated device issues found in a review of the patient's complaint history. An analysis of the explanted lvad was requested, and on (B)(6) 2017, the manufacturer¿s evaluation of the returned lvad revealed device thrombus.